Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; however, the customer did provide a photograph. A review of the photo shows a 2-lumen catheter with the part of the spring-wire guide in the catheter and the other part of the spring-wire guide next to it. The spring-wire guide appears to be bisected. A device history record (DHR) review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this product state that if resistance is felt when removing the guide wire after catheter placement the catheter should be withdrawn 2-3cm relative to the guide wire and removal reattempted. If resistance is still felt the catheter and guide wire should be removed simultaneously. Excessive force should also not be used during the removal process. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the cvc to the right subclavian was passed where the dilator is damaged. Another catheter was used and when the guide wire was removed it locks and prevents it from being adjusted so that it is removed. A new insertion is made at the femoral area without complications.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the cvc to the right subclavian was passed where the dilator is damaged. Another catheter was used and when the guide wire was removed it locks and prevents it from being adjusted so that it is removed. A new insertion is made at the femoral area without complications.